Manufacturer narrative:
Product ID unk-nv-ap-ID (lot: unknown); implant date n/a; explant date n/a, product ID unk-nv-ap-ID, (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil stretched and could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the c6 segment of right internal carotid artery with a max diameter of 4mm and a 2.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that after disassembling a detachable spring coil (qc-3-8-3d/227569951), it was stretched and could not be detached during the surgery. After reopening another detachable spring coil (qc-3-8-3d/227569951), the surgery went smoothly. The physician attempted to detach the coil with the instant detacher 3 times and 2 times with a second detacher. Manual attempt at detachment was tried twice. It was noted that there was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within a secondary sealed tyvek biohazard pouch and within a dispenser track. The axium implant coil was returned without the introducer sheath. Visual inspection/damage location details: upon inspection the axium implant coil pushwire was found to be broken distal to break indicator, kinked at ~1.5cm and at ~145.8cm from proximal end. This is indicative manual detachment attempts were made at these locations. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, and blood residue was found beneath outer jacket. A manual detachment was then attempted by retracting the release wire and the release wire successfully detached implant coil. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no instant detacher was used. It was suspected that there was a problem with the product itself. There were issues that resulted in the stretch damage that was found. Prior to coil non-detachment no issues encountered.